Manufacturer narrative:
Device was used for treatment, not diagnosis. Reynders, p. And broos, p. (2000). Healing of closed femoral shaft fractures treated with the ao unreamed femoral nail. A comparative study with ao reamed femoral nail. Injury, international journal of the care of the injured, 367-371. This report is for an unknown ao femoral nail and may refer to a slotted hollow nail made of steel or a solid titanium alloy/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: reynders, p. And broos, p. (2000). Healing of closed femoral shaft fractures treated with the ao unreamed femoral nail. A comparative study with ao reamed femoral nail. Injury, international journal of the care of the injured, 367-371. Belguim. This study summarizes the clinical experiences of healing time with the unreamed femoral nail (ufn) group compared to the reamed femoral nail (rfn) group in one hundred and seven closed femoral fractures. Fifty three patients were treated with the ufn and fifty-four were treated with the rfn. Mean patient age for the rfn group was 30.7 years and 34.4 years for the ufn group. Complications included: a broken nail in a (B)(6) male patient who underwent a revision. This is report 1 of 5 for (B)(4). This report is for an unknown ao femoral nail and may refer to a slotted hollow nail made of steel or a solid titanium alloy.